Event description:
It was reported that at a routine follow-up appointment, it was noted that a right ventricular (rv) lead safety switch had occurred due to high, out-of-range bipolar pacing impedance measurements (>2500 ohms). High capture threshold measurements were also observed. The physician suspected a rv lead conductor fracture. The patient was subsequently scheduled for a revision procedure, but the procedure was cancelled. The exact rescheduled revision date is unknown. At this time, the rv lead remains implanted and no adverse patient effects were reported.